Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 250 mg/dl while wearing the pod between 1 and 4 hours. Patient checked the pod and saw that the cannula was not properly seated in the infusion site. It was bleeding at the site.

Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data showed that it ran zero pulses and the pod state was 2, indicating the pod was filled. The device did not complete the priming to deploy needle/cannula at the pod infusion site. There was no evidence of blood on the received device and the cannula was not deployed. No damages or defects were observed on the fluid path components and bottom housing that would contribute to bleeding/bruising at the pod infusion site. All the three batteries were measured to have low voltages. Shelf mode current was found to be higher than the specification limit, that contributed to low battery power.